Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2018. (B)(4) submitted for adverse event which occurred on (B)(6) 2019.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent hernia repair surgery on (B)(6) 2018 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2019 during which the surgeon noted a wound over the mesh with bowel adherent to the mesh. He performed meticulous adhesiolysis removing at least 4 loops of small bowel from the recurrent defect and removing the mesh from the abdomen. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. Other procedure is captured under separate file. No additional information was provided.